Manufacturer narrative:
Concomitant medical products- model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. Additionally it was noted that there was oversensing noise episodes which may have lead to the patient receiving inappropriate therapy. Follow up was conducted with the patients clinic. The allied health professional (ahp) at the clinic was able to verify that the patient has not been seen in-office yet. But they are scheduled to come in and speak with their electrophysiologist (ep) "about a lead extraction due to a potential lead fracture." Ahp was also able to verify that reprogramming was completed at the hospital and arrhythmia detections were adjusted in order to prevent any further inappropriate therapy issues. The lead currently remains in use. No further patient complications have been reported as a result of this event.